Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump started beeping displaying downstream occlusion error message. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that after connecting the pump to the patient, pump started beeping displaying downstream occlusion error message. The alarm was triggered during infusion. The event occurred at clinic while use with patient, and the operator of device was health professional. There was no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.